Event description:
It was reported that the suspect device was being used on internal battery power when the battery exhausted. The customer noted that the alarms were not loud enough to hear. A pt was using the device at the time of the alleged malfunction; however, no injury was sustained.